Event description:
It was reported that the patient had mild hypotension overnight post uneventful stent implantation in the left internal carotid artery. Antihypertensive medications were held and the patient was discharged to home on (B)(6) 2010. At the time of discharge, the patient was taking aspirin and plavix. Antihypertensive medications were held at discharge until blood pressure stabilization. Four days post procedure, the patient was readmitted with left hemispheric hemorrhagic stroke. The patient awoke that morning with progressive weakness on the right side, followed by rapid neurologic decline. On presentation, the patient was obtunded and his right side was flaccid. CT scan showed a very large left intraparenchymal hematoma. The patient was emergently transferred to another hospital and on (B)(6) 2010 underwent evacuation of a large, extensive left parietal intraparenchymal hematoma. Generalized oozing from the white matter was seen consistent with the patient's double anti-platelet therapy. Bleeding was treated with cautery, gelfoam, and surgicel. The investigator assessed the event as unlikely related to the device but related to anticoagulant therapy. Temporary tracheotomy was performed for respiratory failure. The patient showed limited improvement and on (B)(6) 2010, the patient was alert, awake, and doing well with right paresis. The tracheotomy site was healing and the patient was on room air. The patient's wife chose to continue medical management, however, chose against aggressive measures and the patient was made do not resuscitate status.

Manufacturer narrative:
(B)(4): that same day during physical therapy, the patient suddenly and quickly deteriorated, having shortness of breath, fast pulse and then stopped breathing and died. The cause of death appeared to be due to pulmonary embolus, however, an autopsy was not performed. Though requested no additional information was provided. During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported cerebrovascular accident, death, embolism, hemorrhage and hypotension are known potential adverse events as listed in the xact instructions for use. Additionally, the study investigator reported the event was likely related to the prescribed anticoagulant therapy. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.